Event description:
The patient was admitted for treatment due to sudden hearing loss in the right ear accompanied by tinnitus that had persisted for one week. This morning, while the nurse was priming a new IV cannula with a bd syringe during an IV infusion, saline solution leaked from the middle of the cannula tubing. The cannula was immediately replaced, and no adverse consequences resulted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.